Event description:
Narrative from staff: while performing a CT guided abscess drainage, the radiologist placed a 10fr apd catheter into an abscess over an amplatz 035 guide wire. While trying to remove the wire it became stuck in the catheter. The wire unraveled and stayed stuck in the catheter. The whole drain needed to be removed requiring a repeat drainage insertion. The broken wire is saved in CT if needed.